Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-dec-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, the field service engineer (fse) checked the station and found it up and running normally. The station was shut down, and diagnostics were run on the power subsystem with no issues found. The station was rebooted several times, and no problems were observed. Diagnostics were completed successfully. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es was not powering on. Remote smart service shown the device as offline. The customer had changed the power outlet; however, the issue persists. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.